Event description:
The patient was implanted with a left ventricular assist device. A pump exchange was reported via device tracking form. The reason for exchange was noted as a pump pocket infection.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of a pump pocket infection could not be confirmed through this evaluation. A full evaluation of vad-12892 could not be conducted because the system was not returned for analysis. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the vad coordinator reported that the infection was attributed to abdominal wound dehiscence from an abdominal surgery that tracked to the pump pocket. The infection was noted in the pump pocket in (B)(6) of 2013 and continued through the pump exchange in (B)(6) of 2013. Even after exchange, the patient remained on IV antibiotics until transplant. The patient was treated with multiple rounds of IV antibiotics and incision and drainage of the abdominal wound. The pump is no longer available for evaluation.